Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, over-detection due to broken lead was observed. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable.